Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds approximately 5 months post implant. Subsequently, surgical intervention was performed to reposition the lead. However, due to helix mechanism issues and a conductor fracture, repositioning was unsuccessful, and this rv lead was surgically capped/abandoned. Another rv lead was successfully implanted. No additional adverse patient effects were reported.